Event description:
It was reported during remote follow up that the pacemaker exhibited a diagnostic anomaly that resulted in device alerts not being transmitted. Programming changes were recommended but not yet completed. There were no patient consequences.